Manufacturer narrative:
Initial.

Event description:
It was reported that during setup of a replacement ilet pump, the dexcom g7 continuous glucose monitor (cgm) sensor failed to pair because the sensor remained connected to the prior pump; guidance was provided to distance the old pump to break the connection and reenter the g7 pairing code, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and the ilet during transition to a replacement pump, aligned with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to external bluetooth interference without device malfunction.